Event description:
Boston scientific received info that this pt was presented back to the electrophysiology (ep) lab for device and electrode explant due to infection. The pt had been admitted into the hospital with symptom of bacterial infection approx three weeks post-implant. The pocket and suture sites were not closed post-implant procedure. The care of these sites will be handled by the hospital's wound care team for the remainder of the week.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.